Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump was powered on and revealed a dim, fading, discolored display. Unrelated to the display issue, investigation revealed that the keypad was peeling at the ok button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, fading, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.